Manufacturer narrative:
Continued: a.4. : weight: 104.6 lbs. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "rupture" and "capsular contracture grade 4" against the right side. The device was explanted.